Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital the analyzer's serial number is (B)(6) . The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys acth results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 5.0 ng/l. The repeated results were 91.4 ng/l and 88.9 ng/l.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The qc was acceptable. A general reagent issue was excluded. The alarm trace showed sample-quality related alarms. The investigation determined the issue was consistent with a pre-analytical handling issue.